Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose of 444 mg/dl. Customer treated with manual injection and declined troubleshooting for high blood glucose event. Customer also mentioned issue with transmitter battery charger. Troubleshooting was performed and found that there is no issue with the transmitter battery charger and it is working as expected. Advised customer to call back if issue with the transmitter battery charger persist. No product or device is expected to return for analysis.